Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the stimulator area and skin flap inflammation since (B)(6) 2025. Subsequently, the patient was hospitalized for an IV antibiotics treatment however, the symptoms did not resolve (specific date and duration not reported). The device was explanted on (B)(6) 2025.